Event description:
The customer stated that his blood glucose was tested using his doctor's meter (brand unk) and his breeze2 meter. The doctor's meter read 74 mg/dl, while the breeze2 meter read 252 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.